Event description:
It was reported that the instruments tip was fractured before it was to go through the sterilization process at the hospital. The instrument did not malfunction during the surgical case that it was used in and there were no signs of the tip being fractured at that time.

Manufacturer narrative:
(B)(4). G2: foreign: south africa. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. Visual examination of the provided pictures verified the part and lot information. The black poly tip was not present in any of the pictures no fracturing is visible. Wear marks are present on the device. Review of the device history records identified no deviations or anomalies during manufacturing. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.